Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the patient line of a homechoice cassette and a transfer set was reported and is known to cause this alarm. The cause of the loose connection was the bent tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell seven of eight. The patient was connected at the time of the alarm. The caregiver was able to clear the alarm. The renal therapy service agent (rtsa) had the caregiver check the lines for anything unusual or leaks. The caregiver stated that the patient bent the patient line near the transfer set, causing a loose connection. The caregiver would manually drain the patient. The rtsa reviewed proper procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.